Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a red, bumpy are under the sensor patch that scarred. The sensor was inserted on (B)(6) 2015, and was scratched off due to itchiness on 04/04/2015, when the rash was noticed. The patient was taken to the doctor for a non-related issue the same day, and the nurse recommended skin tac before insertion and neosporin after removal the sensor. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported irritation could not be confirmed, therefore a definitive root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).